Event description:
It was reported that during a hip revision surgery at the user facility, a sequence of events occurred involving the mis saber attachment. Instead, a femoral osteotomy was performed to access the cement, leading to a delay of 60-90 minutes and requiring the use of additional anesthesia. It was reported that the procedure was completed successfully.

Event description:
It was reported that during a hip revision surgery at the user facility a sequence of events occurred involving the mis saber attachment. Instead, a femoral osteotomy was performed to access the cement, leading to a delay of 60-90 minutes and requiring the use of additional anesthesia. It was reported that the procedure was completed successfully. It was also reported that during testing conducted at the manufacturer facility the mis saber attachment, lot 12105, overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event description was updated to include the overheating of a concomitant product that was noted during service. (B)(4).

Event description:
It was reported that during a hip revision surgery at the user facility a sequence of events occurred involving the mis saber attachment. Instead, a femoral osteotomy was performed to access the cement, leading to a delay of 60-90 minutes and requiring the use of additional anesthesia. It was reported that the procedure was completed successfully. It was also reported that during testing conducted at the manufacturer facility the mis saber attachment, lot 12105, overheated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device (5100120490 (mis saber attachment) ¿ lot # 11236) was found to have a damaged and twisted push rod. A twisted push rod will not allow the device to actuate properly and accept a bur making the collar difficult to lock. This would cause the bur to stop spinning. A twisted push rod can occur through running the device in load mode and cutting aggressively. The attachment is not a repairable device and will not be returned to the user facility. The 5100120490 (mis saber attachment) ¿ lot # 12105 heat was found during service evaluation. The device was found to have a fractured collet. A fractured collet will not allow the device to actuate properly and accept a bur making the collar difficult to lock. This would cause the bur to stop spinning. Fractured components in the attachment cause the device to heat up. A fractured collet can occur through running the device in load mode and cutting aggressively. The 5100120480 (extra long straight saber attachment) ¿ lot # 08150 upon disassembly, there were no observed failures that could lead to the reported event. The 5100120480 (extra long straight saber attachment) ¿ lot # 12200 the device was found to have a twisted push rod. A twisted push rod will not allow the device to actuate properly and accept a bur making the collar difficult to lock. This would cause the bur to stop spinning. A twisted push rod can occur through running the device in load mode and cutting aggressively. The 5400130000 (core sumex drill) ¿ 1006706183 since no malfunctions or failures related to the reported event were identified upon evaluation of the returned handpiece, no further root cause determination was performed. The 5400130000 (core sumex drill) ¿ 1301513073 since no malfunctions or failures related to the reported event were identified upon evaluation of the returned handpiece, no further root cause determination was performed. The 5400131000 (core sumex handswitch) ¿ lot # 11250 since no malfunctions or failures related to the reported event were identified upon evaluation of the returned handswitch, no further root cause determination was performed. The 5400131000 (core sumex handswitch) ¿ lot # 12061 since no malfunctions or failures related to the reported event were identified upon evaluation of the returned handswitch, no further root cause determination was performed.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.